Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the device shows the threaded portion of the anchor has broken off. The eyelet remains in the inserter shaft . The hex portion of the eyelet is no longer aligned with the hex of the inserter shaft. Removal of the eyelet from the inserter confirms the eyelet is damaged. As reported surgeon did not pre-drill or use any type of site preparation prior to inserting the anchor. The IFU states either pre-drilling or use of a punch type device are recommended for site preparation, depending on the bone quality. Pre-drilling is recommended if the quality of the bone is unknown. Breakage of suture anchor can occur if pre-drilling is not performed prior to implantation. (B)(4).

Event description:
Whilst screwing in the anchor the screw end broke off the handle and remained within the bone while the handle detached containing the sutures. Another anchor was inserted. Procedure was slightly elongated as a result.